Event description:
Customer reported that ldx analyzer would constantly overheat and be hot to touch. Customer also added that tray door opens when it shouldn't and often gets a mag. Read error/used cassette message. She did not say they were burned or injured in any way by the overheating. Technical services replaced customer's meter.

Manufacturer narrative:
Product support investigated returned ldx analyzer for customer's claims of overheating. Six lipid cassettes were run on the returned ldx analyzer and no overheating occurred. Six alt/ast cassettes were also run on the analyzer and no overheating occurred. No temperature out of range messages were obtained and the analyzer never felt warm or hot to the touch during testing. The analyzer's temperature readings were between 26c and 28c during the alt/ast testing. No errors were obtained during testing and the analyzer functioned as expected with no problems found. The customer's complaints of overheating, tray opening when it shouldn't, mag. Read errors and used cassette errors were not replicated. No corrective action required at this time as no product deficiency was established.